Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 04310, 0001825034 - 2019 - 02128, 0001825034 - 2019 - 02127. Review of invoice history was unable to determine the exact identification of the device involved in the reported event. This report is being submitted for: lot number ¿411970, expiration date ¿ apr 28, 2022, device manufacture date - apr 1, 2012. Or lot number ¿ 450590, expiration date ¿ jul 28, 2022, device manufacture date - jul 1, 2012. Concomitant medical products: item item_description lot 103532 ti low profile screw 6.5x25mm 170910, 103533 ti low profile screw 6.5x30mm 182860, 13-104156 m/h 3hole rlc shl nrs 56mm/l24 411970, ep-108524 e-poly 40mm +3 hiwall lnr sz24 793640, 192409 echo por fmrl red nc 9x125mm 644330, s001140 selex/magnum mod hd 40mm std 389200, 103532 ti low profile screw 6.5x25mm 765860, 103533 ti low profile screw 6.5x30mm 440310, 13-104156 m/h 3hole rlc shl nrs 56mm/l24 450590, ep-108524 e-poly 40mm +3 hiwall lnr sz24 344320, 192409 echo por fmrl red nc 9x125mm 730540, s331140 selex/magnum mod hd 40mm +3 499300. No device was returned for evaluation. Examination of provided patient radiographs confirm the reported liner fracture in-vivo. Review of the available records identified steep positioning of the acetabular cup with acetabular inclination angle measuring approximate 70°. There is asymmetric positioning of the femoral head within the acetabular cup, consistent with polyethylene wear. Heterotopic ossification along the greater trochanter. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address acetabular liner fracture in-vivo. X-ray review identified heterotopic ossification and malpositioning of the acetabular cup as well eccentric loading of the femoral head indicative of poly wear. Attempts have been made and no further information is available.